Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) confirmed that the server loss of communication after database (db) server error. So, the fse rebooted the db server and restarted carefusion coordination engine (cce) services due to structured query language (sql) was unable to connect. After that all communications returned after two reboots. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders are not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.